Event description:
A physician reported that the vitrectomy probe made an abnormal noise, cutting became unstable and had problems with actuation and cutting during surgery. The procedure type was unknown. The surgery was completed after replacing the probe with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatics module was retuned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatics module was received for testing. A visual assessment of the returned sample revealed no obvious non-conformity. The returned sample was installed into a calibrated system. The console started without any advisories. The vit cutter probe was functional during surgical test. The returned pneumatics module passed all the required tests. The root cause of the reported event is attributed to the wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.